Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in the left eye corneal temporal, approximately two and a half months post treatment. However, the surgeon discovered that opacities were in deep epithelial layer, and not in sub flap. A flap left and rinse was performed, and loose epithelium was noted, which could possibly be anterior basement membrane dystrophy (abmd). The patient had stated that the left eye was "fuzzy". There was no loss of best corrected visual acuity (bcva) reported.